Event description:
A 5mm diameter * 17mm length medtronic ave billary stent was inserted into the severely calcified right renal artery. There was no predilation performed to the target lesion prior to insertion of the stent. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the femoral sheath where it caused the stent to dislodge from the stent devlivery system balloon. The dislodged stent was snared into the sheath, successfully, but could not be removed from the groin. The patient required surgical removal of the stent from the subcutaneous tissue at the groin site. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the sheath. There was no additional clinical sequelae reported relative to the event.